Event description:
A health care provider (hcp) reported the patient was having an MRI for paralysis after a deep brain stimulation surgery. The patient had surgery on (B)(6) 2015. The patient's indication for use was parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0qzb4, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0t2ur, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).